Event description:
The customer reported that the image went blank during the case. A back-up system was brought in to complete the case. There was no patient injury reported with this issue.

Manufacturer narrative:
The ge service rep replaced the camera and camera power supply, calibrated and tested the system. The system performs as intended.